Event description:
Info was provided that both catheters snapped where the catheter inserts into the stopcock. Pt is fine. However, a new catheter had to be placed. These catheters were inserted in to the pt's pleural space.

Manufacturer narrative:
Lot number not provided by reporter. Exp date: unk as lot number is unk.(B)(4) - separates is not listed in the instructions for use. Event is still under investigation.